Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that a patient alert was triggered two days after the device implant. Upon interrogation, the right ventricular (rv) lead coil impedance was fluctuating. The patient was brought to the hospital because of a possible set screw issue; the visual inspection showed no loose connection. The impedance was stable when testing through the analyzer, but were high when tested with the device, so a broken device header was suspected. The device was removed and replaced with a new device. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.